Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, they had issues loading a iol and once implanted, the surgeon observed that the iol was inverted and had to be explanted. Additional information was received, stating that due to changes in the procedure surgeon had to do a vitrectomy which involves changing the original lens to a 3 piece lens. Surgeon he needed a 3mm knife, b cartridge and the inserter. Viscoelastic was injected into cartridge and proceeded to load the lens with the alcon lens forceps, seating the lens and wrapping trailing haptic around the post of cartridge. The cartridge was loaded into lens inserter and the plunger was advanced. The plunger of lens inserter didn't advance the lens .once plunger of the lens inserter advanced the lens. Surgeon checked the lens in the cartridge under the microscope and said everything looked good. Surgeon proceeded to insert the lens into the patients eye . A short time later surgeon said the lens inverted and needed to be retrieved. No other lens was inserted . The patient referred to a retina specialist.